Event description:
Customer reported that she received some error alarms during prime. The alarm history was checked and it showed the insulin pump had an unexpected restart and no delivery alarms. Customer declined to troubleshoot as she stated that she was priming, went to do something and inserted a new battery and received the unexpected restart alarm. She also stated that the no delivery alarm was because, the reservoir did not have insulin. Customer stated the device was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Blood glucose value is 109 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.